Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "left tha revision surgery performed due to patient complaints of increased pain. Per surgeon lab results showed elevated levels of cobalt. Surgeon stated that patient has been doing very well for several years post index procedure with recent late onset of increasing pain. During revision surgeon stated findings of trunnion corrosion and femoral head corrosion. No significant soft tissue damage was noted. Inert and head exchange was performed."

Manufacturer narrative:
The implant date was updated. Reported event: an event regarding corrosion and abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event description states:" left tha revision due to increased pain, lab increased cobalt, trunnion and femoral head corrosion..." He underwent a left tha on (B)(6) 2009 for which an op report notes spinal anesthesia and a posterior approach. With uncomplicated surgery, stryker 56 titanium acetabular component, 40 mm poly insert, 3.5 accolade stem, 40/0 cobalt-chrome head were implanted. He was revised on (B)(6) 2020. Undated ap x-ray of the left hip demonstrates an uncemented tha with 2 screws visible in the acetabulum. The hip is reduced and in nominal position. An unlabeled, undated photo of a metal modular prosthetic head demonstrates a dark appearing lining of the trunnion hole. No clinical or pmh, no revision operative report, no serial dated x-rays, no examination of explanted components, and no laboratory reports based upon the information available for review, no confirmation of the event description or creation of a medical report is possible. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: event description states:" left tha revision due to ... Increased pain... Lab increased cobalt... Trunnion and femoral head corrosion..." He underwent a left tha on (B)(6) 2009 for which an op report notes spinal anesthesia and a posterior approach. With uncomplicated surgery, stryker 56 titanium acetabular component, 40 mm poly insert, 3.5 accolade stem, 40/0 cobalt-chrome head were implanted. He was revised on (B)(6) 2020. Undated ap x-ray of the left hip demonstrates an uncemented tha with 2 screws visible in the acetabulum. The hip is reduced and in nominal position. An unlabeled, undated photo of a metal modular prosthetic head demonstrates a dark appearing lining of the trunnion hole. No clinical or pmh, no revision operative report, no serial dated x-rays, no examination of explanted components, and no laboratory reports based upon the information available for review, no confirmation of the event description or creation of a medical report is possible. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
As reported: "left tha revision surgery performed due to patient complaints of increased pain. Per surgeon lab results showed elevated levels of cobalt. Surgeon stated that patient has been doing very well for several years post index procedure with recent late onset of increasing pain. During revision surgeon stated findings of trunnion corrosion and femoral head corrosion. No significant soft tissue damage was noted. Inert and head exchange was performed."